Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level and subsequently loss consciousness and fell resulting in a broken hip. Bg cause was not known. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. No additional information was provided.